Event description:
It was reported the patient experienced tenderness (described as pain) at the ipg site. The ipg appeared to bow outwards along the incision line. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg site was implanted deeper and repositioned which resolved the issue.